Event description:
The consumer reported a unconfirmed two false positive results with the binaxnow¿ covid-19 antigen self test for a patient performed on (B)(6)2021. This MFR. Report addresses false positive is two (2) of two (2). The consumer reported a false positive result with the binaxnow¿ covid-19 antigen self test. On (B)(6)2021 patient tested positive on unknown platform. Additionally consumer mentioned he was vaccinated with pfizer vaccine (2 shots) no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR reports: 1221359-2022-00004.

Manufacturer narrative:
H10 this supplemental report is being submitted to retract the previous initial report for a false positive. Additional information from the customer confirmed that they are not alleging false positives. Ref MFR reports: 1221359-2022-00004.